Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements, loss of capture (loc) and increased pacing impedance measurements of 1,000 ohms. A revision procedure was planned. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.